Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to remove suture could not be determined. Factors that contribute to the difficulty removing the suture may include, but are not limited to suture snag, tissue or suture caught in foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a pulse field ablation (pfa) interventional procedure. Reportedly, the physician pulled with more force than usual to remove the suture from the prostyle device. The suture was still successfully pre-placed. The sheath was upsized to a 15f sheath and the pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.